Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative confirmed the event, (via the event logs). The power distribution printed circuit board (pcb), and power supply were replaced as a preventive measure. The company representative then re-installed the system software and doctor settings. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The host module, power distribution pcba, and power supply were all received for evaluation. The module was unrelated to the reported event and was not evaluated as a result. The two other returned components were replaced as a preventive measure and were also not tested as a result. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be established. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during the set up of the system for a cataract extraction with intraocular lens implant procedure the system froze and then shut down and re-booted itself. The case was completed. There was no patient involvement.